Manufacturer narrative:
S/w version 4.11 e. Retainer = black. The pump was returned for a critical pump error (open book image) alarm found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor.¿ successfully utilized crest and thus to download history files, traces and comlink3 files. Pump error 35 alarm confirmed in the pump history/long trace download on (B)(6) 2021 at 13:38:02 o'clock due to moisture damage on the force sensor. Force sensor zero offset within specification (23.4mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump error 35 alarm confirmed due to moisture damage. Cosmetic damage was confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack back around clip rails diagonal to bottom of pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.